Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's mother stated the cgm was displaying 3.7mmol/l; however, the patient turned pale and the patient's mother checked the patient's bg reading which was 2.0mmol/l. She gave the patient juice to drink which brought the patient's glucose levels back to normal range. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.